Event description:
During routine random scanning of peripheral blood smears the customer detected that the unicel dxh 800 coulter cellular analysis system failed to flag for lymph blasts on one specific sample. The erroneous differential results were not reported out of the laboratory. Patient treatment was not impacted by this event. No injury or death was reported in association with this event. Sample information was not provided and it is unknown if the controls were run before and after the event. Unit is currently performing within quality control (qc) specifications with respect to controls and reproducibility. Service was not dispatched for this event. Analysis of the raw data provided the following: the provided sample has lymph blasts, according to the manual differential. Histograms of the sample do not show significantly abnormal patterns for the algorithm to set a suspect flag. The statistics of populations (cpd) are within normal range. A few neutrophil events appear in the lymph/mono and high dc regions, but this was not significant enough for the algorithm to set a flag. The root cause is the sample histograms do not show significantly abnormal patterns for the algorithm to set a suspect flag.

Manufacturer narrative:
Service not dispatched.